Manufacturer narrative:
The device was received for evaluation. During functional testing, reported symptom of "reverted to primary prior to completion of secondary" was not reproduced. Evaluation sent the device to flow lines for flow testing with passing results. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump reverted to the primary infusion before the secondary infusion completed during delivery. At the start of a 4-hour IV antibiotic infusion via secondary line, medication was observed dripping correctly. However, the IV pump repeatedly reverted to the primary infusion settings before the secondary infusion completed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.